Manufacturer narrative:
The patient had a precise 8 x 30 stent successfully implanted in the ostial right internal carotid artery (rica) during the study index procedure. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. There was no debris noted in the distal protection device post-procedure. Approximately five days after the procedure the patient experienced an ischemic stroke characterized by left hemiparesis. The onset was sudden. The event was unrelated to a cordis device. It is unknown if the event was related to anticoagulation. No intervention/emergency cea surgery was performed. The patient¿s recovery was partial with major residuals. The patient was discharged fifteen days after the index procedure. Discharge stroke scores were not provided. The patient¿s medical history is significant for: synchronous/severe cardiac and carotid disease requiring open-heart surgery and carotid revascularization, hyperlipidemia, hypertension, and bilateral carotid artery stenosis. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15482724 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Manufacturer narrative:
Amended cc/adjudication minutes received: approximately five days after the procedure for precise 8 x 30 carotid stent implantation, the patient experienced an ischemic stroke characterized by left hemiparesis. The onset was sudden. The event was unrelated to a cordis device. It is unknown if the event was related to anticoagulation. No intervention/emergency cea surgery was performed. The patient¿s recovery was partial with major residuals. The patient was discharged fifteen days after the index procedure. Discharge stroke scores were not provided. The patient¿s medical history is significant for: synchronous/severe cardiac and carotid disease requiring open-heart surgery and carotid revascularization, hyperlipidemia, hypertension, and bilateral carotid artery stenosis.additionally, the patient had also undergone coronary artery bypass graft (CABG) surgery the day after the study index procedure. The patient had a left internal mammary artery bypass done to the left anterior descending (lad) artery, saphenous vein grafting to the obtuse marginal (om) and distal right coronary artery (rca). A brain MRI the same day as the event revealed multiple foci of diffusion-weighted signal abnormality in the right cerebral hemispheric cortical and sub-cortical white matter locations in peripheral branches of the right mca and representing acute ischemic abnormalities. Abnormal signal distal right ica to the level of the sella noted, representing thrombotic occlusion. A brain mra on the same day reported occluded right ica from the bifurcation distally; signal void in the right carotid bifurcation due to recent stent placement. A brain CT scan on the day after the event, compared to study on the day of the procedure, revealed focal areas of cortical and sub-cortical white matter low attenuation in the posterior right parietal convexity consistent with a focal evolving acute ischemic infarct. There was no intracranial hemorrhage or mass effect and no other interval change from prior CT. A follow-up CT scan three days after the event, compared to prior studies reported areas of infarction in the right frontal lobe and right parietal lobe and no hemorrhage. The site reported ischemic stroke. The patient was discharged three days after the event to a rehabilitation facility on asa and clopidogrel with major residual deficits. The pre-discharge nih stroke scale score not provided. At the 30 day follow up visit, the nih stroke scale score was not evaluated and the rankin stroke scale score was 3.the product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15482724 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time.thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent and instigate vessel remodeling around the stent, producing gaps between the stent and the vessel wall. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient factors: synchronous/severe cardiac and carotid disease requiring open-heart surgery and carotid revascularization, hyperlipidemia, and hypertension; and procedural factors may have contributed to the reported events as well as the CABG surgery performed the following day. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Manufacturer narrative:
Additional information received/adjudication minutes reviewed indicated that the committee agreed with the adverse event (ae) of ischemic stroke reported as device/procedure related. The committee also noted sub-acute stent thrombosis also as device/procedure related. The patient had also undergone coronary artery bypass graft (CABG) surgery the day after the study index procedure. The patient had a left internal mammary artery bypass done to the left anterior descending (lad) artery, saphenous vein grafting to the obtuse marginal (om) and distal right coronary artery (rca). A brain MRI the same day as the event revealed multiple foci of diffusion-weighted signal abnormality in the right cerebral hemispheric cortical and sub-cortical white matter locations in peripheral branches of the right mca and representing acute ischemic abnormalities. Abnormal signal distal right ica to the level of the sella noted, representing thrombotic occlusion. A brain mra on the same day reported occluded right ica from the bifurcation distally; signal void in the right carotid bifurcation due to recent stent placement. A brain CT scan on the day after the event, compared to study on the day of the procedure, revealed focal areas of cortical and sub-cortical white matter low attenuation in the posterior right parietal convexity consistent with a focal evolving acute ischemic infarct. There was no intracranial hemorrhage or mass effect and no other interval change from prior CT. Carotid duplex ultrasound on the day after the event revealed right cca peak velocity proximal = 48, mid = 51, distal = 35, and ica peak velocity = 0. Conclusion: right carotid occlusion status post-stent. A follow-up CT scan three days after the event, compared to prior studies reported areas of infarction in the right frontal lobe and right parietal lobe and no hemorrhage. The site reported ischemic stroke. The patient was discharged three days after the event to a rehabilitation facility on asa and clopidogrel with major residual deficits. The pre-discharge nih stroke scale score not provided. At the 30 day follow up visit, the nih stroke scale score was not evaluated and the rankin stroke scale score was 3. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the (B)(6) study indicated that the patient was enrolled in the study and had a precise 8 x 30 stent successfully implanted in the ostial right internal carotid artery (rica) during the study index procedure. A 4 mm. Angioguard was used. The patient had no neurological deficit upon leaving the angiography suite post-procedure. Approximately five days after the procedure the patient experienced an ischemic stroke characterized by left hemiparesis. The onset was sudden. The event was unrelated to a cordis device. It is unknown if the event was related to anticoagulation. No intervention/emergency cea surgery was performed. The patient¿s recovery was partial with major residuals. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The ostial rica target lesion was reported to be: a 95% stenosis, 10 mm. In length, absent of thrombus, 4 mm. Reference diameter, not calcified, and mildly tortuous. The lesion was not pre-dilated. The residual stenosis was 20%. The patient was discharged fifteen days after the index procedure.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15482724 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.